Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with moderate tortuosity and moderate calcification and 80% stenosis. During the attempt to retract the balance middleweight universal ii guide wire, the guide wire was noted to be stuck in the rca. The complete guide wire was able to be removed with the use of a non-abbott microcatheter. After retrieval of the wire, the tip and the coating of the guide wire were observed to be rolled up (like a sleeve). No adverse patient effects were reported. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance was able to be confirmed as the tip coils were noted to be stretched and the shaping ribbon separated. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.